Event description:
Pt reportedly suffered from anaphylactic shock approx one day after exposure to electrodes during stress test. Pt repeatedly went to emergency room for treatment. An allergic reaction to the electrode gel was suspected.